Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
An adverse event report was received, in which your webster¿ electrophysiology catheter with auto ID was listed as a suspect device. Following a left ventricular premature ventricular contraction procedure, a pericardial effusion was observed. Intracardiac echo (ice) was used to diagnose an effusion in the posterior pericardium following the procedure. The blood thinner was reversed and a pericardiocentesis was performed to stabilize the patient. The volume of fluid removed was not specified. There were no performance issues with any device and the cause of the effusion is unknown. The final outcome, physician¿s causality opinion are unknown. There was no report of extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.

Manufacturer narrative:
During an internal review on (B)(6) 2020, noted correction on the 3500a initial as d 4. Expiration date was populated as (B)(6) 2013. However, it should have reflected as blank as the lot number is unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).